Event description:
Reference MDR# 1219856-2009-00153 for first event involving same pt. It was reported that the md inserted sheath into the femoral artery. The fiberoptix sensor (fos) was connected to the pump (iap-0500d) for automatic zeroing. The "low light" alarm occurred and there was no automatic zeroing. The intra-aortic balloon (iab) was inserted and a "very bad" arterial pressure (ap) signal was seen. The fos cable was disconnected from the pump, the sensor was inspected for dirt, and cleaned with alcohol and still no effect. The "low light" alarm occurred. As a result, this iab was not inserted. The pt was displaced for surgery without iab support.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.